Event description:
Patient under anesthesia, prepped and in position. Minerva alarmed error code. Called sales rep. Another minerva machine in storage obtained but throwing error code as well. Rep said machine errors are hard stops and unable to use either machine. Case did not begin. Woke patient up from anesthesia with procedure cancelled. Reference reports: mw5169241.